Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of needleless connector disconnecting could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Event description:
It was reported that an unspecified bd device experienced component separation during use. The following was reported by the initial reporter: "g17 alk- patient receiving cytarabine for 1 hour connected to the top port(phaseals/clampshell in place and intact) of IV tubing. The IV tubing connected directly to the patient (with phaseals connected and blue clampshell intact) disconnected directly from cvc needless connected. Patient states that he had gone up from bed and "I just felt it pull and come off". No chemo contact to patient. Approximately 50-100ml of fluid on floor. Attending notified, no further orders. Vtbi 62.7 restarted and completed with no further events".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd device experienced component separation during use. The following was reported by the initial reporter: "g17 alk- patient receiving cytarabine for 1 hour connected to the top port(phaseals/clampshell in place and intact) of IV tubing. The IV tubing connected directly to the patient (with phaseals connected and blue clampshell intact) disconnected directly from cvc needless connected. Patient states that he had gone up from bed and "I just felt it pull and come off". No chemo contact to patient. Approximately 50-100ml of fluid on floor. Attending notified, no further orders. Vtbi 62.7 restarted and completed with no further events"